Event description:
Patient was on epinephrine infusion at 0.08 mcg/kg/minute. She was very sensitive to epinephrine. The pump with the epinephrine infusion alarmed "check clutch." The patient's bp dropped from systolics in the 90's to systolics in the 70's - low 80's. The infusion was quickly reprogrammed/restarted but the pump alarmed "check clutch" again within less than a minute. The pt's bp dropped into the 50's systolic. The epinephriine was changed to another pump and the patient was given 0.01 g epinephrine IV times two doses and 0.005 once within the next 15 minutes; then bp returned to usual range.